Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference numbers: 2017865-2021-28368. It was reported that the patient had the pacemaker system removed due to infection. Patient's condition was unknown.

Manufacturer narrative:
Analysis was normal. No anomalies were found.